Event description:
An antibiotic was being piggybacked into the primary set. The pump was programmed appropriately but the primary bag infused instead of the antibiotic. When new tubing was used, the antibiotic infused properly. The patient was not harmed.